Event description:
During index procedure there was two resolute integrity drug-eluting stents implanted to the lad. During implantation of the second stent a dissection occurred. The dissection was treated with placement of a non-medtronic stent. It is not indicated whether the reported event was related to the study device. The patient was discharged from hospital.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (disection).